Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between mar 7, 2022 and jun 17, 2022. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye as the patient was not happy with the results. The patient was unhappy with the "motion sickness/headaches/extreme light sensitivity" during post-op week 6 follow-up examination. He had complained about these symptoms earlier in the postoperative period with his referring optometrist (postop week 1-3). The pre-operative visual acuity was +3.00 -1.00 x 075 20/25. Glare 20/100 and that after the implantation with the original lens was plano -1.00 x 014 20/20-3. The patient was unhappy despite best corrected vision with mr. Another competitor lens of same diopter was used as the replacement and visual acuity post replacement was -0.50 spherical 20/20. The patient is now happy and visual complaints have completely resolved. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, section d9: returned to manufacturer on: sep 6, 2022, section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was received cut in half. The lens was cleaned and, no issues that could contribute to or cause visual issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the reported complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.